Manufacturer narrative:
Concomitant products: the patient's medications include; lasix, toprol xl, coumadin, vitamin d3, fish oil, aspirin, vitamin, travatan z, tramadol, pravachol, sinemet and timoptic. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Refer to field b6 for the results of the imaging evaluation.

Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses. On (B)(6) 2014, follow-up CT images showed the right limb to be thrombosed and fully occluded. Reportedly, the exact cause of the thrombosis is unknown, however, it was reported that the device was implanted into a tight distal aortic bifurcation. Reportedly, the device may have become compressed against the aortic wall resulting in the occlusion. As it was reported the patient is asymptomatic and has good contralateral flow, an intervention is not scheduled to treat the thrombosed device. The physician will continue to monitor the patient.